Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and instructed the customer to check the main circuit breaker for power and inspect the mpdu for relay and fuse status and advised some onsite repair action. Customer declined remote support provided and called later stating the system back in good working condition. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.